Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was admitted for decompensation, decrease in sensing was observed during routine control in clinic. Few days later, during control with support, patient went into vf for which device didn¿t deliver therapy. Patient felt unconscious and an emergency shock was given manually which terminated the fibrillation. After few minutes, patient regained consciousness. Tachy therapy was turned off due to an undersensing observed during vf. Patient was sent to intermediate care intensive ward for monitoring. Few days later, patient again went into vf which was stopped by external defibrillation and patient was reanimated. Patient had low calcium values which cannot be treated with medications. Patient¿s condition was unstable. Lead revision was planned. Physician advised that undersensing was due to patient¿s electrolyte imbalance.